Manufacturer narrative:
Reference MFR report # 2916596-2017-00771 for the report of the suspected thrombus. Reference MFR report # 2916596-2017-00773 for the report of the driveline infection. Approximate age of device ¿ 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on the morning of (B)(6) 2017 the patient had altered mental status. The stroke occurred during a prior admission for driveline infection. CT scan found diffuse subarachnoid hemorrhage (sah) to the bilateral frontal area. Serial CT scans were performed and demonstrated conversion of sah to intracerebral hemorrhage (ich). CT angiograms were also performed, and did not demonstrate any lesions or mycotic areas. It was reported that the lvad clinicians suspected that the event was embolic, and had converted to hemorrhagic. The patient was extubated on (B)(6) 2016. On (B)(6) 2017, the patient was aware and oriented x 2, performed intermittent command following, and had left sided neglect. No additional information was provided.

Manufacturer narrative:
The patient remained ongoing on vad-55458 until the pump was exchanged on (B)(6) 2017 due to suspected driveline damage, which was confirmed through the evaluation of the returned device. Refer to medwatch MFR report # 2916596-2017-01526 for a full evaluation of the device. A correlation between the device and the reported stroke could not be conclusively determined through the evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.